Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 370 mg/dl and moderate ketones that the health care provider determined to be dangerous/life threatening; cause was unknown. Customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.